Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies were failed, unable to recover and displayed a message as "failed requires maintenance". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no failures. A field service engineer (fse) mentioned that there were no errors. Customer removed the bad cubies from drawer 2.1 and recovered already. Fse further checked the drawer and confirmed that lights were working. The system functioned as intended after the field service engineer checked the device.